Manufacturer narrative:
Section a2: age and/or date of birth: unknown/not provided. Section a3a: sex: unknown/not provided. Section a3b: gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided; it is unclear if the lens was implanted. Section d6b: if explanted, give date: unknown/not provided; it is unclear if the lens was implanted, however, there is no indication that the lens was explanted. Section e1: initial reporter: information is unknown, as it was noted that initial reporter asked for information to remain confidential. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were unable to be made to obtain missing information, as the complaint reporter information remains confidential and was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported through a voluntary medwatch report that during cataract surgery lens insertion, the surgeon observed a thread on the preloaded monofocal intraocular lens (iol) under the microscope. The thread was removed by the surgeon. No adverse clinical signs, symptoms, or conditions were reported. The extent of patient contact and the patient outcome is unknown. The device is not available for evaluation. No further information was provided.